Event description:
On (B)(6) 2020, the patient underwent endovascular treatment for an aortic arch aneurysm using gore® tag® conformable thoracic stent graft with active control system (ctag). On an unknown date, the migration and proximal type I endoleak were confirmed (captured by mpdcase: (B)(4). On (B)(6) 2023, the reintervention was performed. After deployment of the first additional ctag, the lesser curvature side of the first additional ctag migrated. The second additional ctag was deployed without reported issues. A small dissection was observed in the right external iliac artery. Since it was minor and did not affect the blood flow, no specific treatment was performed. The patient tolerated the procedure (captured by mpdcase: (B)(4). According to the physician, it was a case that the aortic arch replacement was desirable originally. However, considering the high risk of infection due to the patient¿s oral cavity size, it was impossible to perform aortic arch replacement and 2-debranch tevar. It was performed with aware of the high risk of type I endoleak.

Manufacturer narrative:
H6: b18, the device was discarded at the treating facility and was therefore not available for analysis. H6: c19, the device history record was reviewed to ensure that each manufacturing and inspection operation was performed and indicated the product met specifications and procedures. It should be noted the gore® dryseal flex introducer sheath instructions for use (IFU) state ¿adverse events that may occur and / or require intervention include, but are not limited to, vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).¿ w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.